Event description:
Customer called for assistance with inserting her sensor. During the call, customer stated that her blood glucose was about 35 mg/dl. She stated she was unaware of her lows. During the call, customer stated she could not think clearly about the proper insertion method. Her sensors are being replaced. No other details about customer's blood glucose were provided. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.